Manufacturer narrative:
Device history record for the reported lot number was reviewed and confirmed that the lot was manufactured according to the approve manufacturing procedures. Retained samples were also tested and passed. There is no patient involvement. There is no adverse event.

Event description:
After technician filled smartez pump ((B)(4). Lot#s8e46) with daptomycin 500 mg in 0.9% sodium chloride 100 ml, the ed busted and bottom ring separated from reservoir.